Manufacturer narrative:
One used tracheostomy tube was received for device evaluation. Visual inspection found no discrepancies or anomalies. Functional testing was performed using a syringe to inflate the cuff. The device was submerged under water in order to detect for any leakage. No leakage was detected. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Corrected information, lot number provided by customer was invalid.

Manufacturer narrative:
Expiration date unable to be determined with information provided. Device manufacture date unable to be determined with information provided.

Event description:
It was reported that after dilating with the single stage diluter of a portex® ultraperc® single stage dilator technique kit "till black mark", the tracheostomy tube was unable to be introduced. A patient injury was reported, but no details of the injury were provided. It was noted that medical intervention was required to "manage the csf leak". No permanent injury was reported.